Manufacturer narrative:
(B)(4). There was no device defect or malfunction reported. The device was discarded by the hospital after surgery, and therefore not returned to atricure for evaluation. The lot number of the device was unable to be ascertained. Device was discarded.

Event description:
It was reported by the sales rep. That on (B)(6) 2015, she was informed by casual mention from the surgeon, that while performing a CABG x 4 on pump procedure with laa exclusion, there was an adverse event. This was the first time the surgeon used the atriclip, and no atricure representative was present since they were not informed of the case. The case involved a very ill patient with a very fibrous left ventricle. The surgeon was not able to decompress or get visualization of the appendage so he opted to use the clip verses over sewing the appendage. After the clip was placed, bleeding and a tear was observed below where the clip was placed. This was patched and sutured to stop the bleeding. Sometime later, the patient's condition deteriorated, and was then taken back to the or for bleeding. It was found that the appendage was torn below the clip, and there was a large hole in the left atrium. This was repaired with a patch. The clip and appendage were then removed. Although the patient survived the operation, he was said to have experienced a significant ischemic stroke, from loss of blood volume, prior to returning to the or. The patient had an extended post-operative stay in hospital and will require rehabilitation.